Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Dates estimated. The UDI is unknown because the part number was not provided. The devices were not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint devices was not provided. The investigation was unable to determine a conclusive cause for the reported atrial fibrillation, and recurrent mitral regurgitation. The reported patient effects of atrial fibrillation and mitral regurgitation are listed in the mitraclip ntr/xtr system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. Article titled, left atrial global function in chronic heart failure patients with functional mitral regurgitation after mitraclip.na

Event description:
It was reported through a research article identifying the mitraclip device which may be related to patient death, recurrent mitral regurgitation (mr), atrial fibrillation, and re-hospitalization. Details are listed in the attached article titled, "left atrial global function in chronic heart failure patients with functional mitral regurgitation after mitraclip." No additional information was provided.